Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claims that the device read 322 while the fingerstick value was 198. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.